Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead underwent a lead revision procedure due to high pacing thresholds, oversensing and undersensing. It was believed that the lead had moved from its original position over time. No adverse patient effects were reported. The lead was successfully extracted and a new lead was placed.